Event description:
It was reported that the camera head had no image and error code b30 (scope communication error) was displayed during preparation for a laparoscopy (therapeutic) procedure. The procedure was completed. There were no reports of patient harm. The device was inspected prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e4, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The device was sent back unrepaired at the customer's request; therefore, no inspection results are available, and a definitive root cause for the reported failure could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image and error code b30 (scope communication error) was displayed during preparation for a laparoscopy (therapeutic) procedure. The procedure was completed. There were no reports of patient harm. The device was inspected prior to use.